Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator black wire. The pump was received with cracked reservoir tube lip, minor scratched lcd window, missing endcap sticker, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating a vibrate anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that his pump stopped vibrating. The customer stated that the pump did not vibrate when they pressed the act after using up arrow to set an easy bolus amount. The customer stated that the vibrate mode is on. The customer stated that the pump's battery is now low. The customer was advised to install a new (B)(6) aaa alkaline battery. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.